Manufacturer narrative:
The patient expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient expired due to stroke. The patient was part of the stem cell trail and the pump was not suspected to have contributed to the stroke.